Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/23/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data showed consecutive call service 054 and 052 alarms on (B)(4) 2016. During testing, the pump successfully passed the ez prime steps. No call service alarms occurred during testing. The pump¿s cover was removed and moisture corrosion was found on the printed circuit board, keypad flex, and eeprom. Unrelated to the complaint, the battery cap coin slot was damaged.